Manufacturer narrative:
The product was returned and analyzed. This lead was returned to boston scientific post market quality assurance laboratory complete and intact (not severed). Setscrew marks were in the correct location on the terminal pin. Continuity test and hipot test passed, indicating intact conductors and no electrical shorts between them. Visual inspection revealed no abnormalities, the lead and tip appear normal. Laboratory analysis was unable to confirm any product issues with this lead, the analysis revealed normal lead resistance and no conductor issues. No evidence of device defect, malfunction, or abnormal damage was found that would require surgery.

Event description:
It was reported that this lead was explanted and replaced due to unknown reasons. Attempts to obtain additional information were unsuccessful. This lead was returned for analysis and no additional adverse patient effects were reported.